Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that post technical service training, the cs300 intra-aortic balloon pump (iabp)  unit failed to turn on. It was seen that the solenoid board of the unit was temporarily replaced by a blocked part taken from the warehouse's stock.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and in the examination made on the device, which was sent to the customer for training purposes, it was seen that the device was never turned on. It was observed that the solenoid board connections of the device were not made. System failure of the device when the solenoid board connections are made. It gave an error. The device's solenoid board had been temporarily replaced with a blocked piece taken from the stock of the tank system. It was seen that the failure error was fixed, but it was seen that the device gave the maintenance required code #2 error. Device helium tank calibration was done. The device was started by connecting the trainer, but this time it was seen that the fiber optic module did not work. The fiber optic connections were made again, and it was seen that the device passed all functional tests. Some more time with device trainer the final tests of the system were completed by running. The parts taken for testing were removed from the device and returned to the stock. The device has no battery capacity, as the batteries were removed during the shipment of the device to customer. Two batteries installed and the solenoid board must be replaced with a new one. The unit has not been cleared for clinical use. If additional information is received, we will reopen and update the complaint.

Event description:
It was reported that after technical service training, the cs300 intra-aortic balloon pump (iabp) unit failed to turn on. There was no patient involvement, and no adverse event reported.